Event description:
Customer reported a compromised force sensor system. No additional information is provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The alarms for a loose drive support disk could not be verified due to the motor error alarms. The insulin pump was received with a cracked reservoir tube. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.